Event description:
I had the essure implanted in (B)(6) 2008 after the birth of my second child. Not long after having the essure inserted I began having long (8+ days) heavy menstrual cycles with palm size blood clots. I also began to develop right lower pelvic pain. As a result I become anemic. It is also very painful during intercourse. As a result of the long periods and pain during intercourse I am very limited with intercourse with my spouse. I have made these issue known to my ob-gyn on numerous occasions. I was given the options of a hysterectomy, however, I have declined at this time.